Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor was missing the cannula. Troubleshooting occured. Advised sensor would be replaced. Customer's blood glucose level was unknown.

Manufacturer narrative:
One opened and used sensor was inspected and the sensor cannula was found bent. It could not be confirmed if the customer received the sensor in said condition due to the customer returning the sensor used and opened.